Event description:
It was reported that during a pta treatment procedure of an atrioventricular shunt, the talon balloon could not be deflated after the first inflation to 15 atms. The pt was asymptomatic during this event. The lesion being treated was a 90% stenotic lesion in the axillary vein. The physician used a 6 fr mosquito introducer sheath for vascular access, and a gt .018 guidewire to cross the lesion. After ten minutes, the physician inflated the talon balloon to intentionally rupture it. The balloon ruptured at 18 atms. The talon balloon was removed from the pt, and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.